Event description:
It was reported that there was a debris in cassette. There was no patient involvement.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
D9: date returned to mfg; 3/28/2025. Device evaluation: five new devices were received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed, loose particulate was found within the cassette. However, root cause analysis is being addressed under a formal investigation.